Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2015 and suture was used. During the procedure, while suturing, the needle detached and remained in the vaginal tissue. X-ray exam was performed and vaginal laceration was re-opened to recover the needle. The procedure was completed with another like a device. Additional information has been requested.

Manufacturer narrative:
One unopened sample was examined for visual defects and none was found. The suture presented in good condition. No manufacturing defects were found on the sample and the tested sample met the requirements.

Manufacturer narrative:
It was reported that the initial procedure was a post partum perineal repair procedure. The needle became retained in the tissue after removing the needle holder and the suture pulled off of the needle. The needle piece was removed from the patient and the procedure was completed using another needle with a bigger size.